Event description:
It was reported that the patient presented to the clinic and oversensing of noise was observed on the right ventricular (rv) lead and has been noted in the past. No intervention was made at this time. There were no adverse health consequences, the patient was stable.